Event description:
It was reported via medwatch "4fr power double lumen PICC placed 2024 by vascular access team. Wetness noted under dressing by patient and patient notified bedside nurse. Vat consult placed and vat assessed PICC as well as contacted provider to loop them into broken PICC with tpn infusing. PICC removed 2024 at 0131 due to "hole in catheter" without difficulty. Unable to remove secureacath at time of PICC removal due to patient discomfort. Sterile dressing applied and to reattempt in morning. New 4fr power double lumen PICC placed. No harm reported."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.